Event description:
The customer reported that approximately 30 minutes into a proximal pancreaticoduodenectomy, the device would no longer open. Additional resection of tissue was required to remove the device. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.